Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in the 1st floor stretcher area at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the brakes were worn. A search of the hill room maintenance records show hill-rom performed preventative maintenance on this bed from 2012-2014. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.